Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: over/under correction, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The surgeon notes the patient was slightly hyperopic and notes large pupils+++, possible non-adapt with halo/glare (overcorrection). It was later reported that medication drops were used. Lens remains implanted.